Event description:
It was reported that a pe insert ff/28 was implanted in 2008. The exact date is unknown. But the expiration date from the device was in (B)(6) 2007. The patient suffered from unknown problems and underwent a revision surgery on (B)(6) 2015.

Manufacturer narrative:
The manufacturer received the device for investigation on (B)(6) 2015. The investigation is pending. The manufacturer did not receive x-rays or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).